Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, d9, g3, g6, h2, h3, h4, h6. Visual examination of the returned product identified the tip of the rod has been fractured. There are wear lines and discoloration present on the shaft. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported item(s) and part and lot combination(s). Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Canada . Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned to manufacturer.

Event description:
It was reported before the beginning of surgery, the nurse noticed the tip of the rod was broken, and that it wouldn¿t hold the positioning guide in place. A backup tray was available and was opened before beginning surgery. The rod brakes due to overtightening using the hole at the extremity of the rod. The rod is overtightened because it always becomes loose during impaction. No known impact or consequence to the patient. It was reported that no further information is available.